Event description:
An aneurx abdominal stent graft system was implanted in a pt for treatment of an abdominal aortic aneurysm approx. 45 months ago. Aneurysm and vessel morphology at the time of implant are unk. The pt's history is notable for shoulder surgery approx 1 yr ago with complications of a staph infection. Approx 1 month ago, the pt present emergently for another condition unrelated to his aneurx stent graft; a CT revealed a contained rupture, although the pt was asymptomatic. The physician elected to perform an explant and surgical conversion, and when the pt was opened, it was found that the aortic neck was inflamed and that the graft has eroded through the aorta on the posterior side. A proximal, posterior type I endoleak was also found, and the neck has no dilated to 31 mm. The main body of the graft by the contralateral limb had seroma, which was cultured and found to have a significant amount of a staph infection. The infection and erosion of the stent graft is thought to be likely secondary to the pt's prior staph infection. A surgical graft was sewn in successfully, and the aneurx grafts were explanted. No add'l clinical sequelae were reported, and the pt is fine. The explanted grafts have been received by medtronic, and their eval is pending.

Manufacturer narrative:
Evaluation codes, results/conclusion: (endoleak), (contained aneurysm rupture, dilatation of the aortic neck, history of staph infection).